Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips by customer that they found bent pins on the battery pca . There was no reported of patient involvement / adverse patient impact.